Event description:
The customer reported erroneous low platelet value for one patient specimen with platelet clumps without instrument (dxh800) generated flags. The erroneous plt results were reported out of the laboratory. The customer was unable to obtain any information regarding affect to patient treatment; however, the customer does not believe any occurred. No injury or death was reported. The platelet clumps were observed after the physician requested a manual smear review. Manual results revealed a higher platelet count. The specimen was rerun on an alternate dxh800 instrument and a platelet clump flag was obtained with a similarly low plt value. A corrected report was issued based on the manual platelet results. On (B)(4) 2011, a field service engineer service performed baseline check on instrument and found no issues. Root cause is unknown based on the available information. However, platelet clumps are listed as interfering substances for the plt parameter.